Event description:
It was reported noise was observed when testing the pulse generator during follow up. Lead fracture, current leakage and loose lead pin were suspected. However, the cause of the noise could not be determined. Therefore, both lead and pulse generator were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of noise was not confirmed in the laboratory. The device was functioning within normal electrical characteristics including at thermal and mechanical stressing. ECG print out did not show any noise during the entire performance test.